Manufacturer narrative:
(B)(4). As patient discards supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review of the potentially associated lot numbers (h10k09023, h10j01105, h10j28041) revealed no deviations during the manufacture of the batches. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011 baxter received email notification that the peritoneal dialysis (pd) rn in the USA reported a patient diagnosed with peritonitis on (B)(6) 2011. She reported that the patient was admitted to the hospital on (B)(6) 2011. Treatment was not reported. The nurse reported that there was a break in aseptic technique that caused the peritonitis. She reported that when the patient spiked the bag she thinks she touched the solution inside the bag. The patient would be having the pd catheter removed (on an unknown date) and switching to hemodialysis. The patient had not recovered. No further information was available.